Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had bad angulation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign matter was found in the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of angle wire, bending angle in the "up" direction did not meet standard value and due to wear of angle wire, the play of the "up/down" knob was out of standard value. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip and white-clouded area, the adhesive around the objective lens had a white-clouded area, the connecting tube had a dent and wrinkle, switch #1, #3 and #4 had a scratch, the image guide protector had a scratch, and the protector of the universal cord on the scope connector side had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. ¿inspection of air/water feeding valve function. (A) inspection of water feeding. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.